Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011; 693565, implantable tachy lead, implanted: (B)(6) 2011; 4473, competitor implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient's system was removed due to bacteremia. The device and leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Analysis of the lead revealed no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.